Event description:
Complainant alleged that during biomed testing, the device's display blanked out and the device displayed an "accessory error 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "display blanks out" was verified during evaluation and traced to the misalignment of the color cable. The color cable was reseated to resolve the problem. The customer's report of "accessory error 7" was not observed or verified during testing. The device was put through extensive testing with no fault found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.